Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported suture lock up with the involved angio-seal device. The following information was provided by the user facility: the facility states that during deployment of the angio-seal device, the suture locked up when it was time to pull the device out to set the anchor and compress the collagen; as a bail out, they had to cut the hypo tube between the two device components and then remove the device housing; they manually compressed the collagen over the remaining suture; there was no adverse event for the patient; the procedure outcome was successful; and the patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results and provide patient information. Patient identifier - (B)(6). One used 6 fr angioseal vip device was returned for evaluation. The device cap was returned with the carrier tube, hemostatic sheath, and bypass tube. The returned components were subjected to visual analysis. A blood like substance was found on all of the returned components. The device cap was not mated with the hemostatic sheath and the carrier tube assembly had clearly been cut distal to the device cap. The device cap was in the rear lock position. There was no exposed suture, tamping tube, collagen, or anchor returned. No obstructions were noted in the hemostatic sheath or carrier tube. To observe is any seizure of the spool had occurred or if there was any anomaly with the spool, the tensioner from the device cap was removed. Within the spool, 6.73" of suture was coiled. A pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. The length of the distal portion of the carrier tube assembly and hemostatic sheath were taken. The carrier tube assembly and the hemostatic sheath measured. Since the carrier, tube assembly under normal use conditions should not be cut it cannot be stated whether the length was within specification. The hemostatic sheath was confirmed to meet manufacturer specification. The complaint of suture lock up was not able to be confirmed. From the condition in which the device was received, the bail out method was used. However, the cause for the user electing to use the bailout method is unclear. With no obstructions noted in the hemostatic sheath, the user's issue with suture lock up could not be found. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.